Event description:
The customer reported having a v60 and it has a check vent ovp circuit failed, and there is a code 1127 in the significate log. The customer reported that the unit was not in use on patient. The customer contacted product support regarding the check vent ovp circuit failed issue. The customer does not own this unit, and only rented. He was hoping to get a quick fix and put it back to use. Per the service manual, this code recommends the mc pcba and the pm pcba. No service will be done with this unit at this hospital. They will return it to the rental company for them to repair the unit. Repair information were requested from the customer, but no response was received. If further information regarding the repair of this unit is received, a supplemental report will be submitted.